Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to the electronic assembly pcb 1. No device heating up and burn/moisture damage on electronics assembly noted. Unable to confirm charge/battery lasts less than expected due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was over heating and depleting batteries more quickly than usual. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed. The insulin pump will be returned for analysis.